Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post laminectomy pain, spinal pain, rs d/causalgia-complex and regional pain syndrome. Information was reported that the patient said their stimulation has been going off randomly. It has happened three times today. The patient went to check it because he was in pain and the stimulation was off and he had to reset it. He said this has been happening intermittently for a week or two, but today it happened three times when he has been walking and standing all morning. When he went to reconnect he said he has been at 5.7 volts and when he went back to it, it was at 4.7 volts. The stimulation had turned off. He had to turn the stimulation on and increase the stimulation. The patient noted that this is only happening with the device on his left side. It said it was on adaptive stimulation on group b upright program 1 at 5.90 volts. It didn't show any other programs within the group. The patient said that the battery was 3/4 full, and that he charged last night. The patient also said that he didn¿t think that he played with the settings, and the has not had recent changes made to their programming. The patient was asked to stand and walk around and both inss showed he was in adaptive stimulation (as) on group b upright on program 1 at 5.9 volts. The patient noted that he did not walk around for at least two minutes so it went into active mode.